Event description:
The customer was hospitalized for nausea and high bgs. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a lead screw test was completed and the insulin exited. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.